Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an issue with intermittently charging the pump battery, and subsequently the pump shutdown. Additionally, the pump battery intermittently depleted quickly. Customer¿s blood glucose level ranged from the 300's to 420 mg/dl. The customer reverted to an alternate method of insulin therapy.